Manufacturer narrative:
Additional information received that there was no patient involvement.

Manufacturer narrative:
Returned device was received in a damaged physical condition. It was noted that the pump had damaged housing and scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the moment the device was powered on it started double beeping which verified the reported complaint. The fault was found to be the downstream sensor. This was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a double beep. There were no adverse events reported.